Manufacturer narrative:
Since the subject device was discarded by the facility, it was not returned to olympus medical systems corp. (Omsc) for eval, therefore omsc could not evaluate the referenced device. The exact cause of this phenomenon cannot be conclusively determined. Although the further details about the error were unk, the probe was broken when it contacted to the metal forceps, therefore there was the possibility that the physician activated the output with contacting with the probe to the metal forceps before the probe broke. It was considered the possible reason of the crack of the probe. After that, since the physician continued to use the device, the error was occurred and the probe presumably broke off due to the stress by contacting the metal forceps. Based upon the finding of the eval, this report appears to be related to user handling. The above handling has already been restricted on the instruction manual of the subject device. The mfg history was reviewed, with no irregularities noted. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during the laparoscopic rectectomy, unspecified error had occurred several times but the physician had continued to use the devices. Then the probe of the tb-0535fc had contacted to the metal forceps and the probe tip had broken and fallen off into the pt's cavity. The physician had retrieved the fragment from the pt and re-started the procedure using other device. The procedure had been completed. There was no report of the pt's injury regarding this event.